Event description:
The customer reported that he was hospitalized with high blood glucose of over 600 mg/dl. He was administered quick acting insulin and blood pressure medicine. The customer was asked to suspend his insulin pump and did so, but was still wearing the insulin pump while in the hospital. An x-ray was performed and blood was taken, but nothing was found wrong with him at the hospital. His blood glucose was brought down to 240 mg/dl. The customer went home and ate, having not eaten all night. The next morning, his blood glucose was 524 mg/dl. He changed the site and there were no reported bent cannulas or problems with the insulin pump, and no alarms were present. The customer's doctor reportedly told him to give himself 8 more units of insulin through injection and to not worry about using the insulin pump. The customer stated he would continue with manual injections if he had to. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).